Manufacturer narrative:
Four photos and one actual sample was received for investigation by our quality team. Upon visual inspection of the sample received, it was in an open package with damage to the catheter observed on the top of the catheter; therefore, the failure can be confirmed. A device history record review found no non-conformances associated with this issue during production of this batch. As the sample was received in an open package, the quality team cannot determine if the needle pierced through the catheter during the manufacturing process as this failure may also occur during the application of the IV when the IV is manipulated.

Event description:
It was reported that before use of the bd insyte¿ IV catheter inner needle penetrates through the catheter. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle pierced thru the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ IV catheter inner needle penetrates through the catheter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle pierced thru the catheter.